Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver 600ml of 5% dextrose with an unspecified concentration of potassium chloride. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, it was reported that the pt received a 600ml "flush" of solution. The physician was notified. The pt was treated with lasix 40mg. The physician also ordered blood work to be drawn. No results were provided. The customer contact reported there was "no severe consequences to pt, reported only 'minor' and corrected rapidly by the nurse and doctor of the ICU." The customer contact reported that "after investigation the roller clamp was not diminish enough." Though requested, no add'l info was provided.